Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was over 400 mg/dl, which was addressed with manual injections. Contact reported that occurrence of altitude alarm has caused customers a1-c to increase several points. Contact reports that at times alarms can be cleared in 1-2 hours; however, alarms continue to reoccur.